Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc) after reviewing the system data, the tsc determined the cause of the event is unknown. The tsc instructed the customer to adjust the pump rate, replace the q-lyte sensor and to perform a bleach cleaning procedure. Quality controls were run and within specification. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Low sodium (na), potassium (k) and chloride (cl) results were generated by the dimension exl with lm system. The results were not reported out of the laboratory. The samples were retested on the same instrument and yielded results within expectations. There were no reports of adverse health consequences or known patient intervention due to the discordant results.